Event description:
A malfunction was reported on a pump, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. The pump could not be reset, and since it was out of warranty, the customer reverted to an alternate method of insulin therapy.